Event description:
Display backlight failure [device issue]. Case description: this initial device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the (B)(6) who spoke with ikaria technical services regarding a device issue of a delivery failure with inomax dsir# (B)(4). Inomax dsir#(B)(4) was removed from service and returned to ikaria for service eval. Investigation results were received on 10/01/2014. Case comment: on 10/17/2014: this device issue did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
On 09/15/2014, a respiratory therapist (rt) called ikaria and spoke with ikaria technical services (ts) regarding a device issue of delivery failure with dsir delivery system inomax dsir # (B)(4). The device investigation was completed on 10/01/2014. Eval summary: inomax dsir serial number #(B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) reviewed the service log and confirmed the reported complaint. Secondary findings unrelated to the reported complaint: the service log was reviewed and showed a delivery failure (df) alarm, which occurred due to backlight current (784 counts) below the minimum required 800 counts. The rsc replaced the 50018 main board to rectify the fault. The root cause for this incident was display blank-backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. This device issue did not result in an adverse event; however, it is being submitted to regulatory authorities because a display blank-backlight failure occurred in the past and resulted in a serious adverse event (MDR # 3004531588-2013-00023).